Manufacturer narrative:
No further follow-up is planned. Evaluation summary: a male patient reported that his humapen ergo ii device was not working. He experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerns a (B)(6) year-old male (at the time of initial report) patient of unspecified origin. Medical history and concomitant medication were not provided. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) (humulin 70/30) via a reusable humapen ergo ii, for the treatment of diabetes mellitus, beginning on unspecified date. The dosage regimen and route of administration were not provided. On unspecified date, he was hospitalized due blood sugar was high and had discomfort (product complaint (B)(4)/batch lot number unknown). It was noted that the device did not work properly; had something wrong with it. No further information regarding hospitalization was provided. Information regarding corrective treatments and outcomes of the events were not provided. Human insulin isophane suspension 70%/human insulin 30% was continued. The user of the device and his/ her training status was not provided. The device model duration of use and duration of use was not reported. The suspect device was not returned to the manufacturer. The reporting consumer did not know if the event was related to between human insulin isophane suspension 70%/human insulin 30% or device. Update 15-nov-2018: this was determined to be non-valid as there was no identifiable adverse event. Update 21-nov-2018: additional information regarding pc was received on 19-nov-2018. The case was determined to be non-valid as there was no identifiable adverse event. Processed pc. Update 04-dec-2018: additional information provided on 03-dec-2018 from initial reporter. The case was validated due serious valid event. Added serious event of blood sugar high and discomfort. Updated narrative accordingly. Update 13-dec-2018: upon reconciliation from the local affiliates of information initially received on 12-nov-2018, the patient age was corrected to (B)(6) year from (B)(6) year. Updated narrative accordingly. No other changes were made to the case. Update 18dec2018: additional information received on 17dec2018 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch/european and (B)(4) device information, and device return status to not returned to manufacturer for (B)(4) associated with unknown lot of a humapen ergo ii. Corresponding fields and narrative updated accordingly.